Manufacturer narrative:
The reported event was confirmed during evaluation of the autopulse platform (B)(4). The platform was functionally tested and during initial take up, displayed a (ua) 16 (timeout moving to take-up position) error message which was attributed to a seized brake gap. Review of the archive data confirmed the occurrence of the ua 16 and ua 23 (compression will exceed 3 revolutions) error messages on the reported event date of (B)(6) 2017. The ua 16 error message reproduced during evaluation and the customer report of a ua 23 error message are related. It is likely that the platform was not powered on for an extended period of time, also the humid weather condition are known to cause the drivetrain to corrode in rare cases. The issue was resolved and the ua 16 error message was cleared after the brake gap was unseized. As part of routine service during testing, physical damages were observed. The autopulse platform is a reusable device and was manufactured on (B)(6) 2007. It has exceeded its expected service life of 5 years and is 11 years old. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the age of the device and is unrelated to the reported complaint. Additionally, the platform has not been serviced since 2011. After replacement of the damaged parts, the device was further tested and passed full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform (B)(4).

Event description:
The autopulse platform (B)(4) during routine check was powered on and displayed a user advisory (ua) 16 (timeout moving to take-up position) followed by a ua 23 (compression will exceed 3 revolutions) error message. The user was unable to clear the observed error message. No patient was involved with this event.